Manufacturer narrative:
The device was returned for evaluation; the blue precursor was fully applied and there was blue solution in the vial indicating that the blue precursor had mixed properly with the peg. The DHR review and product analysis concluded there were no assembly component related failures with the returned product or at the time of release. The reported condition was not confirmed. The investigation was unable to determine a root cause or establish a relationship between the device and the reported incident. No enhancements or improvements were generated for the reported condition.

Event description:
An integra sales representative reported on behalf of the customer that at the time of application, the 204003 duraseal sealant remained semi liquid and non adherent to the tissues for an unspecified procedure on (B)(6) 2018. The device was in contact with patient but there was no injury reported. The event led to an increase in surgery time but it was unknown for how long. Another device was available and used to complete the surgery.